Event description:
It was reported the catheter irrigation shaft broke off of the catheter handle. There were no adverse consequences for the patient.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation is complete, a follow-up report will be submitted. (B)(4).